Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis was incomplete and inconclusive.

Event description:
The device was returned to the manufacturer after being explanted because it was no longer needed by the patient. The device subsequently tested out of specification. No patient complications have been reported as a result of this event.